Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had developed swelling in the left superior buttock/loin area, around the ins site which the patient reported on (B)(6) 2024. The week before their appointment, they felt unwell and went to see their general practitioner who prescribed flucloxacillin 1g four times a day. The previous week, the pa tient also attended accident and emergency where they did a CT scan that showed acute uncomplicated cellulitis. Ultrasound was done on (B)(6) 2024 which showed no evidence of abscess, any collection, or vascularity. Flucloxacillin 1g four times a day prescribed for three weeks. The patient was reviewed on (B)(6) 2024 and they were feeling better with swelling reduced significantly. The patient was reviewed again on (B)(6) 2024 and swelling had resolved with blood tests normal. It was noted that the patient's age at consent was 63 years and their weight was 85.45 kg. Results of laboratory testing done (B)(6) 2024 were c-reactive protein (crp) of 115, and white cell count (wcc) of 10.7. On (B)(6) 2024, crp was 107 and wcc was8.6. The event resolved without sequelae on (B)(6) 2024. The clinical diagnosis was cellulitis to the pocket site. Etiology was a causal relationship to the implant procedure, specifically to the ins pocket.